Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. 1. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on nov. 02,2016 2. The strip lot # d160704-1 was manufactured on july 04, 2016 and expired on july 04, 2018. Ok biotech received no complaints from same manufacturing batch of strips . 3. We tested the retain strips(lot#d160704-1 same as patient's strips) from our warehouse with our in house meter and control solution. The control solution tests for level low were 62/55 mg/dl; for level high were 218/221 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00 pm after the user alleged that he received higher than normal blood glucose readings from his prodigy diabetes meter. The end user stated that he felt tightness in his chest accompanied with a blood glucose reading of "hi". The end user was immediately taken to the ER for further evaluation. Upon arrival to the ER a blood glucose test was performed with the hospitals meter and the reading was 108 mg/dl. No treatments or test were performed and after 6 hours in the ER the end user was discharged. No additional details were provided in regards to this medical event.